Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, the atrial lead was found to be dislodged. No patient symptoms were reported. The lead was successfully repositioned. The patient would continue to be monitored.